Manufacturer narrative:
The device was discarded by the site and unavailable for return. While there was a malfunction in that the laser sheath "kinked," the kink does not appear to have caused/contributed to the patient injury/death.

Event description:
A lead management procedure commenced to extract 3 leads, due to cardiac implantable electronic device (cied) pocket infection (eroded device). The leads to be extracted were as follows: capped right ventricular (rv) lead: 0148, implanted: (B)(6) 2001; active rv lead: 6949, implanted: (B)(6) 2006 and right atrial (ra) lead: 5524, implanted: (B)(6) 2001. The physician began the extraction utilizing a spectranetics 16fr glidelight laser sheath on the active rv lead. When the glidelight was just past the proximal/superior vena cava (svc) coil, a blood pressure drop was noted. A rescue balloon was deployed. Pressure had dropped to 40 and balloon did not help. Decision was made to deflate balloon and lower it to cover where the glidelight laser sheath had stalled. Almost immediately, the pressure stabilized back at the patient's baseline of 120. Surgeon entered room approximately 4 mins after balloon was inflated. Confirmed effusion on echo and decision was made to open the chest to repair injury. Chest was opened and patient remained stable with balloon inflated. The patient was not put on pump. After evaluating the injury in the superior vena cava (svc) and attempting repair, the surgeon asked for the balloon to be deflated. The chest began to fill with blood. The radiation technician asked if the physician would like the balloon put back in, he said yes, but the wire came out of the tear when advanced, so the surgeon asked for it to be removed again. At this time, repair attempts were made, but patient expired 19 mins later. Note* laser had ¿kinked¿ but it was near the clavicle, not the injury location. The ¿kink¿ was likely caused by pushing the glidelight catheter through a sharp angle at the entry site that was also heavily scarred.